Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high and low blood glucose. Customer's blood glucose at time of incidents was 458 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was copd and low blood glucose. Customer was kept in the hospital for 2 weeks and the have problems with high and low blood glucose. Customer was released from the hospital when blood glucose reached normal. Customer was wearing pump at time of hospitalization. Customer declined to troubleshoot for high and low blood glucose.